Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.